Event description:
It was reported that the procedure was to treat a 100% stenosed, heavily calcified lesion in the heavily tortuous mid right coronary artery (rca). After guide wire placement and pre-dilatation, the 3.5x8mm xience prime stent delivery system (sds) failed to cross the lesion, slight force was applied against resistance, and the proximal shaft separated. The separated sds was withdrawn without any reported issues. Reportedly, there was no interaction of devices. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the device was returned unused, still sealed in the package. Follow-up information received from the account stated that the correct device was returned, and that the device was repackaged and re-sealed. Although the account stated that the device was repackaged and re-sealed, the returned foil pouch appears to still have the original manufacturing seal. Additionally, the foil pouch label shows that the device was expired on (B)(6) 2014, approximately, one month before the reported procedure date of (B)(6) 2014.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was not confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.